Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, the balloon ruptured. The pci treated the 90% stenosed non calcified and mildly tortuous target lesion located in the right coronary artery (rca). Treatment utilized pre dilation with an unspecified device. Upon the first inflation of the 5.0x20mm quantum maverick balloon, the pressure was increased to 15 atmospheres for about 5 seconds when it was noted that the balloon ruptured. The procedure was completed with an unspecified stent delivery balloon. There were no patient complications and the patient's condition was listed as "good".

Manufacturer narrative:
(B) (6). (B) (4).